Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. All pertinent information available to abiomed has been submitted at this time. H6. Updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-03433. B7 other relevant history, including preexisting medical conditions updated. D4. Model number updated. D6.a. / d6.b. Updated. D.10. Concomitant medical products and therapy dates updated. F6. And f8. Should have been left blank in the initial report. G1. Reporting contact email and reporting contact fax number updated.

Event description:
The investigation uncovered placement signal issues.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Data logs show that the placement signal suddenly spiked out of specification about 18 days into support, accompanied by ¿placement signal not reliable¿. Two days later, the pump began to stop intermittently. These pump stops were accompanied by motor current spikes. And were indicative of a pump stop due to an open electrical line. The benchtop analysis showed an open line, in conclusion, it was determined that the cause of the pump stop was an open electrical line and the cause of the optical signal issue was a damaged optical fiber line; both failures were due to the catheter kink near the red pump plug. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 41yo male was implanted with an impella 5.5 device for mechanical circulatory. It was reported that the pump stopped four times. They were able to restart at p2 but it kept stopping. The pump stop prompted device removal and replacement. There was no patient harm reported.